Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described by the pd nurse as the caregiver not using aseptic technique, the caregiver reported as ¿hooking and unhooking¿. The patient was not hospitalized for the peritonitis event. The patient was treated with unknown antibiotics for the peritonitis. Dianeal therapies were ongoing. At the time of this report the patient was recovering from this peritonitis event. It was not report if the patient was retrained on the proper aseptic technique. No additional information is available.